Event description:
Event description guidant received information that the implanted atrial and ventricular leads were surgically abandoned due to having failed due to an unknown cause. The new lead then became dislodged a few days after implant, the atrial lead also had no capture, it was repositioned.